Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) directed necrogastrostomy procedure performed on (B)(6) 2018. Reportedly, the implantation site was examined with eus doppler prior to stent deployment. According to the complainant, on (B)(6) 2018, the patient presented to another hospital with a large bleed from the splenic artery. Reportedly, the patient's bleed was treated on two occasions with angiography with embolization. On (B)(6) 2018, the patient underwent an exploratory laparotomy with ligation of the bleeding vessel. The patient also underwent a cystgastrostomy during this procedure, and the axios stent was removed. The physician reported that the patient re-bled after the laparotomy; as such, the physician was uncertain of whether the bleeding was related to the axios stent. The patient's condition was reported to be good.